Event description:
Procedure: angioplasty and stent placement procedure of the lad: the cardiac cath report reflects that following ivus ID an in position midstent had in-stent stenosis. A 2.75 x 30mm medtronic resolute stent was advanced and positioned in the mid lad covering the area of stenosis within the stents, between the stents and the distal segment of the mid lad stent. A 3.0 x 15 mm balloon was positioned into the volcano pressure wire. While performing post dilation the balloon ruptured, which resulted in contrast and probably air-induced diffuse coronary vasospasm and hemodynamic instability. The patient was successfully managed with CPR and medications, and came back right away. The blood pressure remained stable throughout the procedure. No injury identified on EKG. Good myocardiac blushing noted. The patient was transferred to ICU post procedure and discharged home with home healthcare. The medtronic's rep was notified directly by risk manager. The balloon device was discarded at time of event.what was the original intended procedure?angioplasty with stent placement in lad.device #1is this a laboratory device or laboratory test?no.